Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) lbs.) Underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. It was reported that during the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped from 110 to 80 and then went back up. The pericardial effusion was confirmed by intracardiac echocardiography. Pericardial effusion was about 0.5cm that remained stable for an hour of watching in the ep lab. There was no medical intervention provided as the effusion was not big enough to need any type of intervention. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event was that it was procedure related. To the best of the caller¿s knowledge, the patient did not require extended hospitalization because of the adverse event. The patient¿s condition was unchanged, the caller stated that the last information they had was that the patient was stable in intensive care unit. Transseptal was not performed. The event was discovered during use of the biosense webster products and after ablation was performed. There was no evidence of steam pop. The irrigation settings were standard instructions for use settings for the smart touch sf (8ml/min during ablation; 2ml/min during mapping). No errors occurred but we did observe higher than expected impedance values (220ohm) during mapping. Dashboard, vector and visitag features were utilized for force visualization. The visitag module stability parameters were 2mm, 5 seconds, fot25% 3g. No other filters were used, tag color set by time. Since the effusion resulted in transient hemodynamics change, this event was assessed as a ¿cardiac tamponade¿. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was assessed as MDR reportable. The biosense webster, inc. Product analysis lab received the device for evaluation on may 27, 2020 and identified a dent on the distal tip. This lab finding was assessed as not MDR reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
On(B)(6)2020 , the product investigation was completed. It was reported that a female patient (324 lbs.) Underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. It was reported that during the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped from 110 to 80 and then went back up. The pericardial effusion was confirmed by intracardiac echocardiography. Pericardial effusion was about 0.5cm that remained stable for an hour of watching in the ep lab. There was no medical intervention provided as the effusion was not big enough to need any type of intervention. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Device evaluation details: the device was visually inspected, and it was found with a dent on distal tip; however, it could be related with the handling of the device during shipment since there are control inspection points to avoid this kind of issues. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the dent on distal tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipment, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).